Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via official documentation that the customer's insulin pump inappropriately suspended due to a sensor glucose of 40 mg/dl despite a blood glucose of 300 mg/dl. The sensor alarmed sensor error and the customer removed the sensor. The sensor cannula was bent; the customer believes that the bend occurred since he had issues with maintaining the tape adhesive. No products were returned or replaced.